Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However; the fse was able to verify the reported alarm in the error memory of the iabp and replaced the suspected faulty high pressure helium regulator (pressure reducer on the helium counterfeit holder) as a precautionary measure. The fse then checked that the new pressure reducer was properly mounted and checked for leaks. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak which was audible as it escaped . In addition, it was reported than an entire helium bottle run out during surgery on the patient. The customer had a spare helium bottle and was able to continue patient therapy. No adverse event was reported.